Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and undefined issues occurred during the load fill tubing process. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.